Event description:
Biomedical engineering department reported an infusion pump that failed during patient use. The pump was infusing levophed on channel c at dose of 0.1 mcg/min, rate approximately "10ml/hr, + /-5ml, when it failed. The tubing as unloaded and inserted into a new channel, which then failed. At the time, the patient's blood pressure started to drop. The nurse manager reported the patient's blood pressure dropped to 60's -40's systolic. The patient's blood pressure prior to the event was in low 100's. A new pump was obtained and the infusion was restarted. According to the nurse manager, the patient recovered and no injury resulted. No medical intervention was required.